Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels (39 mg/dl lowest level). Contact suspected that the cause was due to insulin stacking because the customer corrected bg levels using pump and manual injections simultaneously. Bg levels were treated with sugar tablets.